Event description:
It was reported that during the procedure to treat an arteriovenous fistula in the patients arm, a 7 x 60 mm fox plus dilatation catheter was advanced to the target site. The dilatation balloon was inflated to 17 atmospheres and the balloon ruptured. A perforation occurred and two non-abbott covered stents were implanted to treat the perforation. There was no clinically significant delay reported and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the fox plus percutaneous transluminal angioplasty catheter instructions for use states: do not exceed the rated burst pressure. Higher pressures may damage the balloon or catheter. Inflation is excess of the rated burst pressure may cause the balloon to rupture. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Above rated burst pressure (rbp). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.